Event description:
Crew responded to a cardiac arrest, the pt was unresponsive and pulseless when crew arrived. Disposable defibrillation electrodes were attached to the pt and the device was powered on. Reportedly, when an attempt was made to view the pt's ECG waveform in paddles lead, the device indicated connect cable and use of the device was inhibited. ECG electrodes were attached to the pt the crew determined the pt was not in a shockable rhythm. CPR and als resuscitation efforts were started. The pt's rhythm converted to a waveform that could be paced. When the pacer key was pressed the device again indicated connect cable, and pacing could not be started. A back up device was called for, and care to the pt was continued. The reporter stated there was a delay in delivering therapy to the pt. The pt was resuscitated, but died later. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the decision to discontinue life support.